Event description:
A one-third tubular plate, implanted on the right ankle, broke post operatively. Broken plate was removed and replaced during revision surgery.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.